Manufacturer narrative:
(B)(4). The complaint of "infection" cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient went to the ER and was diagnosed with an infection at the ipg site. The entire system was explanted.

Manufacturer narrative:
(B)(4)

Event description:
The physician determined the ipg site was not infected.